Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. In addition, it was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high"; although specific value was not provided. The customer administered a correction bolus via the pump to address the bg. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.